Manufacturer narrative:
(B)(4).

Event description:
Received info that due to a malfunction, the pt was removed from the ventilator. The pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer the event. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed extended self - testing.